Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after smooth loading the first and second clips, the third clip was not loaded properly. The user stopped using the unit and opened a new one, however, the same issue occurred. He/she opened another unit by which completed the operation. No clips fell/remained in the patient. No further information was provided so far. It is unknown whether the clips got broken or deformed at present.

Event description:
It was reported that after smooth loading the first and second clips, the third clip was not loaded properly. The user stopped using the unit and opened a new one, however, the same issue occurred. He/she opened another unit by which completed the operation. No clips fell/remained in the patient. No further information was provided so far. It is unknown whether the clips got broken or deformed at present.

Manufacturer narrative:
Qn#: (B)(4). Per DHR the product hemolok xl clips 6/cart 84/box lot# 73k1800244 was manufactured on 10/08/2018 a total of (B)(4) pieces. Lot was released on 10/18/2018. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544250 hemolok xl clips 6/cart 84/box for investigation. The cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that it was returned with five intact clips loose from the fingers in the cartridge. The sample appears used as there is biological material present on the cartridge. The applier was not returned. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned clips. A lab inventory clip applier was used. The clips were manually loaded into the jaws of the applier. The clips were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clips. Reference file (B)(4) for investigation photos. The IFU for this product, l06110 was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "difficulty loading clip into applier" was not confirmed based upon the sample received. Upon functional inspection, the clips were able to properly load into the jaws of the lab inventory applier and were successfully applied to over-stressed surgical tubing. Since no functional issues were found with the returned clip and the applier was not returned, the reported issue could not be confirmed. Other remarks: the customer returned one cartridge 544250 hemolok xl clips 6/cart 84/box for investigation. The cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that it was returned with five intact clips loose from the fingers in the cartridge. The sample appears used as there is biological material present on the cartridge. The applier was not returned. Reference file (B)(4) for investigation photos. The IFU for this product, l06110 was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality."